Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon could not be determined. However, it is possible the device knife wire fell off due to physical force. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the knife wire had detached and there was no deformation or usage mark on the knife wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported on behalf of the customer that the front end of the single use 3-lumen sphincterotome v knife wire was found broken when unpacking during preparation for an intended endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient was not under anesthesia. The therapeutic procedure was completed with no more than a 15-minute delay to replace the subject device with a similar device. There was no patient or user harm associated with the reported event.